Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not on the bus, indicating a communication failure. Initial troubleshooting steps, including replacing the retractor band and cleaning the moab, did not resolve the issue. The problem was traced to a faulty power management controller (pmc), despite all cables being verified. A field service engineer installed a replacement pmc. The drawer was then tested using hta diagnostics and the application, and no issues were found. Drawer 3.1 was confirmed to be fully operational, with all pockets opening correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.